Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device or additional information no definitive conclusion can be drawn regarding this reoperation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards ices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm transcatheter valve was implanted in aortic position using a valve-in-valve (viv) procedure (transapical delivery). The implant duration of the original 21 mm bioprosthetic aortic valve at the time of the procedure was approximately 10 years and 6 months . The reason for reoperation is unknown. Both devices remain implanted. There were no reported complications.